Event description:
The customer reported that the gastrointestinal videoscope exhibited a vertical line in the image. In addition, residue buildup was observed on the charged coupled device unit (ccd). It is unknown when the issue occurred and there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the on-site visual inspection performed by the field service engineer (fse), the intermittent image issue was confirmed and was most likely attributable to an electrical component failure. Further investigation determined that debris buildup on the charged coupled device (ccd) was not observed during inspection and is not considered a contributing factor to the reported issue. Hence, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.